Manufacturer narrative:
Date of report: 21jun2019. Date received by manufacturer: 18jun2019. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was due to an air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report received 30 may2019. MFR received date 02 apr 2019. The customer reports the problem was resolved by replacing the flow sensor assembly submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reports failing air flow accuracy at baseline. There was no patient involvement. Event date not specified, estimate used.